Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm (alarm 1) occurred during basal deliveries. A new cartridge was successfully loaded to address the event. In addition, insulin was not observed to exit the tubing during the fill tubing step of the load sequence. Customer changed the supplies to resolve the issue. There was no adverse impact to customer¿s blood glucose level.